Manufacturer narrative:
(Secondary intervention) - (B) (4): eval results and conclusions: manipulated the delivery catheter and partially deployed the stent graft outside the pt, cut off the first stent ring in order to make the stent graft shorter.

Event description:
An aneurx iliac extender cuff stent graft and its components were implanted in a pt for the endovascular treatment of a right iliac artery aneurysm. The vessel morphology was reported as non tortuous and mild calcification. It was reported that the physician had customized/manipulated the stent graft and delivery system prior to being inserted in the pt. The physician partially deployed the stent graft outside the pt, cut off the first stent ring in order to make the stent graft shorter. It was noticed after the deployment of the stent graft there were two of the runners detached from the delivery system. The two runners were in the vessel however, the physician was able to remove them because a cut down had been performed and the runners were sticking out of the cut down opening. The runners and the delivery catheter were removed from the pt and discarded by the user facility. No further clinical sequelae were reported and the pt is fine.